Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was removed and replaced due to end of life (eol). Premature battery depletion was suspected. The device was not returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A new device was successfully implanted. The explanted device was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.